Manufacturer narrative:
Reliability analysis complaint against serter, but customer returned sensor only. Sensor was missing needle.

Event description:
It was reported that there was a sensor anomaly. The blood glucose reading was 140 mg/dl. The customer stated that she was unable to insert the sensor. She stated that when she went to pull the serter straight up from the sensor's base, the needle came out, and the sensor stayed on the serter's pedestal. She was advised that there may have been a possible issue with the sensor base adhesive. She noted that she was able to insert another sensor with the same serter with no issues. Advised replacement of the sensor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.